Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient underwent revascularization to the targeted vessel approximately (B)(6) months after the index procedure. This is a (B)(6) male with medical history including hypertension, history of myocardial infarction ((B)(6) 2010), history of previous pci ((B)(6) 2010) and history of diabetes mellitus. The indication for the index procedure was stable angina and positive stress test. At that time, a 3.5 x 13.0 cypher stent was deployed to the proximal right coronary artery (rca). Post residual stenosis was 0% with timi flow iii. There were no procedure complications reported and the patient was discharged the next day. Approximately (B)(6) months after the index procedure, the patient had an abnormal stress test. The cardiac catherization performed on (B)(6) 2012, indicated 99% stenosis of the proximal rca. The lesion was treated with a pci and two unknown des were deployed. It was reported that the event resolved and the patient was discharged the next day. Per the investigator, the event was not related to the index procedure or the study stent. No sterile lot number information has been available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension.

Event description:
As reported via the (B)(4) study, a patient underwent revascularization to the targeted vessel approximately (B)(6) months after the index procedure. The indication for the index procedure was stable angina and positive stress test. At that time, a 3.5 x 13.0 cypher stent was deployed to the proximal right coronary artery (rca). Post residual stenosis was 0% with timi flow iii. There were no procedure complications reported and the patient was discharged the next day. Approximately (B)(6) months after the index procedure, the patient had an abnormal stress test. The cardiac catherization performed on (B)(6) 2012, indicated 99% stenosis of the proximal rca. The lesion was treated with a pci and two unknown des were deployed. It was reported that the event resolved and the patient was discharged the next day. Per the investigator, the event was not related to the index procedure or the study stent.